Manufacturer narrative:
The pump was returned to animas and evaluated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. A 29-hour flow accuracy test was performed on the pump. The device passed the flow accuracy test and was found to be delivering within the required specifications. The pump was exercised for 24 hours with no alarms occurring. No insulin delivery defects were found.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her daughter (the pt) alleging that the pump was not delivering insulin. The reporter indicated that the pt was admitted to a hospital on (B)(6) 2010, with a diagnosis of dka. The reporter claimed that the pt's blood glucose (bg) level upon admission was in the 400's mg/dl. On (B)(6) 2010, the reporter also mentioned that the pt woke up vomiting. At that time, the pt reportedly changed her site and noticed that the site was kinked. On (B)(6) 2010, the reporter claimed that the pt had changed her site again prior to going to the hospital and noticed that the site was bent again. At that time, the pt was vomiting, nauseated, and had large ketones. In the hospital, the pt was reportedly placed on IV fluids and an insulin drip. After being weaned off of the insulin drip on the night of (B)(6) 2010, the reporter claimed that the pt's bg level rose back to the "400's" mg/dl when the pump was restarted with a new site. With subcutaneous injections, the reporter claimed that the pt's bg levels had been in the "200's" mg/dl. A review of the pump revealed that the device's time and date were correct. The basal program and boluses were confirmed to be correct and added up to the tdd. No associated alarms were observed in the pump history. The reporter also claimed that the site was not lumpy or hard. She denied observing air bubbles. The insulin was fresh and at room temperature. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not delivering insulin and the pt was hospitalized for dka.